Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of basket wire detached. Block h11: investigation results the returned zero tip baskets was analyzed, and it was noted that the handle returned in good conditions. A visual evaluation noted that the device returned with the basket on its open position and the sheath returned free of bents or kinks. Media analysis was performed with the picture provided by the customer and shows that one of the basket wires was broken from the tip but not fully detached. Microscopic examination was performed under magnification, and it was confirmed that one of the basket wires break from the tip and not fully detached. Additionally, there was no evidence of use of an electrified instrument or laser, and necking evidence was found on the broken wire. Functional examination was performed, and the handle was actuated, the basket was able to open and close. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. Based on the failure mode investigation results, the failure of basket wire break can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. During manufacturing the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken, these steps of the process would have detected the encountered issue. Based on the investigation results, the most probable root cause of cause traced to device design was assigned to this investigation.

Event description:
It was reported that a zero tip basket device was used about to be used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, one of the basket wires was damaged and completely detached from the basket. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported that a zero tip basket device was used about to be used during a retrograde intrarenal surgery (rirs) procedure. Reportedly, one of the basket wires was damaged and completely detached from the basket. The procedure was completed with another of the same device with no patient complications.